Event description:
Additional information received indicating diagnostic imaging was not performed.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.